Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) is currently underway. Device download data does not suggest any malfunction of the device causing or contributing to the treatments or the patient death.

Event description:
A us distributor contacted zoll and reported that the patient passed away while wearing the lifevest. Device download data revealed that the patient was treated twice during the event. The patient's husband heard the lifevest alarming and began to perform CPR. Paramedics arrived and continued resuscitation attempts. At 06:09:04 the patient degraded from a sinus rhythm to bradycardia. The bradycardia transitioned to an idioventricular rhythm and eventually degraded to asystole. The lifevest delivered 150j treatments at 06:38:14 and 06:41:05. The patient was in asystole at the time of the treatments. The lifevest considers asystole to be a non-treatable rhythm. CPR artifact contributed to the false detections. The electrode belt was disconnected at 06:41:37. The patient subsequently passed away. There is no indication that the lifevest treatments caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatments.